Manufacturer narrative:
This report is submitted on march 19, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with a topical antibiotic (date and duration not reported).